Manufacturer narrative:
Therefore, because the device malfunctioned and that malfunction resulted in a serious injury, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a patient had been wearing mtm aligners and tooth #8 and #9 became intruded.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. A DHR review was conducted with no discrepancies noted.